Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2010. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the jaws of the device were sticking and it was not cutting properly. The user tried to clean it, but it continued to stick and not cut well. The jaws were removed from tissue with another device. However, the customer does not have details about how the other device was used to remove the ls1500. The procedure was completed with another ligasure device.